Manufacturer narrative:
On january 29, 2021, mentor received additional information indicating that the suspect medical device has been discarded. Mentor became aware that the suspect medical device was discovered to be ruptured during the explantation surgery. In addition, the patient had unilateral removal and then replacement with a 370cc mentor memorygel breast implant (catalog: smpx370 lot: 9371044 sn: (B)(6)). Lastly, mentor became aware that the patient also suffered right breast capsular contracture several months prior, which will be reported under mrn: 1645337-2021-01826. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 380cc mentor memorygel breast implants, suffered left breast pain and capsular contracture (baker grade iii), post-procedure. The complications were diagnosed via physical examination. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.